Event description:
Internal ref. #: (B)(4). Onesupport: (B)(4).

Manufacturer narrative:
The investigation has been performed by the laboratory on 2019-08-16. A tightness test according to lv 201 was performed and a leakage on the gas outlet was detected. No further abnormalities were found. Thus the failure could be confirmed. No root cause could be determined. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
They reported that about 10 minutes after the start of circulation of the cardiopulmonary bypass circuit, a red water leak like mixing of water and blood was observed from the gas outlet port of the product. The leak (dropping) was about 1 drop every 30 seconds. Due to the leak, the operation was suspended and replaced with another alternative product. It took about 20 minutes to replace it. After replacing the product, the operation ended successfully. No harm to the patient. (B)(4).